Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart), user advisory (ua) 19 (max applied load exceeded), and user advisory (ua) 18 (max take-up revolution exceeded) error messages were confirmed during archive data review but were not reproduce during functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The root cause for the user advisory (ua) 45 error message was due to the driveshaft not being at the "home" position, which was likely attributed to user error. The probable root cause for the user advisory (ua) 19 error was due to the load plate detecting too much force most likely due to the stiffness of the patient or the patient was not oriented on the platform correctly. The probable root cause of the user advisory (ua) 18 error was either the autopulse platform detected that the patient's chest was too small while sizing the patient (take-up), or the autopulse platform detected no weight present on the platform. During the visual inspection, a cracked front enclosure was noted. The observed physical damage was unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The front enclosure needs to be replaced to address the physical damage. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. In addition, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The archive data was reviewed and contained the user advisory (ua) 45, user advisory (ua) 19, and user advisory (ua) 18 error messages around the reported event date, thus confirming the customer complaint. Also, the archive data revealed the presence of the user advisory (ua) 12 (lifeband not detected), unrelated to the reported complaint. The error messages were cleared by the user and were not reproduced during the functional testing. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (45) error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The user advisory (ua) 19 error message alerts the operator that the load plate has detected too much weight being applied. The (ua) 19 error message can be cleared by restarting the platform. The user advisory (ua) 18 is an indication that autopulse platform has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. Waiting for customer's approval for service repair.

Event description:
During patient use, the autopulse platform (sn (B)(4) 24440) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message after performing 5 compressions. The user was unable to clear the ua 45 error message. In addition, the platform displayed user advisory (ua) 19 (max applied load exceeded) and user advisory (ua) 18 (max take-up revolution exceeded) error messages. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.